Event description:
The customer stated that they had a colonoscopy a day prior to the phone call. The customer's doctor had advised them to lower the basal rates by seventy-five percent and, then had advised the customer to deliver a temp basal. The customer stated that the night prior to the phone call, their blood glucose was running high, and there was no reason for it. Their blood glucose was 400 mg/dl.. Troubleshooting was performed for the high blood glucose and the insulin pump tested within specification. The drive support cap was recessed. In the alarm history there were low reservoir and low battery alerts present. The high pressure test passed. The bolus history was checked and the customer's blood glucose levels were as follows; 239 mg/dl, 196 mg/dl, 22 mg/dl, and 397 mg/dl. The customer stated that their last blood glucose was 239 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).